Manufacturer narrative:
The event unit was returned for evaluation. Engineering performed the functional testing of device. The customer experience of " clip scissored" and "incomplete clip closure" is due to structure size and clip application technique.

Event description:
Gastric sleeve gastrectomy - "clips were not forming correctly." Patient status: unknown.